Event description:
The customer reported having high blood glucose. The blood glucose reading at time of the call was 364mg/dl. The customer stated that he noticed air bubbles in the reservoir and the insulin leaked between the o-rings. The customer also mentioned that he smelled insulin inside the reservoir compartment. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.